Event description:
Reporter alleged obtaining the results of 89 mg/dl, 372 mg/dl, 105 mg/dl, 92 mg/dl and 221 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he self-treated with orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.